Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. After introducing the hydratome rx 44 and the guidewire was stripped, it was noticed that there was severe air leak as the physician was not able to insufflate air into the bowel in order to visualize the papilla. Glucagon was used to decrease the movement of the small bowel with no success. The scope was checked for leaks and all buttons were exchanged including the biopsy valve before it was decided to cancel the procedure and reschedule for the following day. On (B)(6) 2021, a new scope was used and tested for air leaks. As soon as the second hydratome rx 44 was introduced and the guidewire was stripped, the same problem occurred. They again exchanged all buttons including the biopsy valve. The physician placed the guidewire back into the hydratome rx 44 and completed the procedure with a long wire system. In the physician's assessment the air leak was due to the hydratome rx 44 device. There were no patient complications reported as a result of this event.